Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, scanner failed to scan medications. The customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's scanner failed to scan the medications. The technical support specialist (tss) checked the medication application debug logs, confirmed that the scanner was functioning properly. The tss reached out to the customer for updates, since there was no response from the customer's end, the tss updated the case for closure. The system functioned as intended technical support specialist troubleshot the device.